Event description:
It was reported that the patient implanted with this right ventricular (rv) lead underwent several x-rays and computerized tomography (CT) scans due to pneumonia and other underlying conditions. There were no lead anomalies noted on the scans until the most recent scan showed a potential rv lead perforation. Lead diagnostics were acceptable and there was no evidence of a pericardial effusion. The patient was placed in comfort care and subsequently expired approximately one week later. It was reported that the patient expiring was not related to the lead or pacemaker system.